Event description:
Pt experienced respiratory arrest immediately after new syringe of demerol was inserted into pca pump. Investigation revealed that pt had received 50mg. Bolus of demerol due to syringe not being seated properly in the pump. Note: design of pump cassette changer includes a small metal protrusion that precisely hits the top of the glass syringe if the syringe is seated at the bottom of the cassette chamber instead of the top as per operator's instructions. Attempts to seat the syringe by pushing on the top clasps to try to seat the syringe resulted in bolus because metal protrusion puts downward pressure on syringe.